Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 24 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.